Event description:
It was reported that cadd reservoir cassette after filling up medical fluid into the cassette in the pre-use check, when the customer attached it to the pump, an alarm went off. Cassette was changed to another one. No patient injury.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one (1) cassette product from part number 21-7301-24. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12 to 16 under normal conditions of illumination to detect sample conditions that could cause functional issues. Results: sample received don?t present any damaged, kink, cut or condition that could cause failure mode. Pump tube height: the sample was tested to measure the height of the pump tube arch and determine if is under or out of spec following the (B)(4) rev 101 keyence tube arch height measurement work instruction. Results: the pump tube height pass. Accuracy test: the sample received was connected to the cadd legacy plus [cal. ID: 1.0130; due date: august 2022] and to balance mettler toledo [cal. ID: 35.0345; due date: april 2022] to look for unusual function. Results: sample failed the accuracy test. No root cause was determined due complaint was not confirmed. The cause of the reported problem could not be determined. There is not non-conformance or deviation related to the failure reported in the device history record for finish good and component associated.